Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to perform several inspections and clean the pneumatic tap area, resulting in successful cartridge loading and the resumption of insulin delivery.